Event description:
Meter was reading inaccurately erratic. The patient had just returned from the hospital for a low blood glucose event that occurred the day before. When the patient returned from the hospital, he appeared to be fine. The patient's blood glucose was tested at 11:15 p.m. As a routine blood test; the result was 42 mg/dl. He was given milk and a cheese sandwich. At 12 a.m. He tested again and got a result of 49 mg/dl. He was then given peanut butter. At 12:52 a.m. He tested and got a result of 50 mg/dl. He then retested at 1:56 a.m., result was 37mg/dl, at 1:57 am, result was 63mg/dl, and at 1:59 a.m., the result was 39 mg/dl. Up until this point, the patient looked to be fine to the officer. The patient did not exhibit any hypoglycemic symptoms. About 50 minutes later, the patient complained of feeling low and was taken back to hospital. They drew patient's blood and obtained a result "in the 30's." The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strips and for cleaning the puncture site were correct. The reporter was unable to state if the strips were expired, stored improperly, or opened longer than the discard date.